Event description:
It was reported that non-sustained lead noise episodes due to t-wave oversensing were observed. No patient symptoms were reported. Programming changes were made. Device remains implanted.